Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: the reason for call was patient had scoliosis and as they had been shrinking, they thought it put more pressure on their back. Patient had a peripheral nerve stimulator put in but it did not take and the electrode migrated away. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).